Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This event is being reported as part of "a retrospective, (B)(4) study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported: subject received integra, with negative pressure wound therapy (npwt), and irrigation and debridement on (B)(6) 2013. The subject's wound, which was on the right 5th metarsal phalangeal joint of the dorsolateral foot, had a surgical, diabetic neuropathy ulcer etiology. The wound's approximate measurement was documented as 6.5 cm length, 4.5 cm width. On (B)(6) 2013, the subject had an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was a course of intravenous antibiotics. The subject was readmitted on (B)(6) 2013. This event was deemed resolved on (B)(6) 2013 when irrigation and debridement, 5th toe and metatarsal amputation, and application of a local flap (fillet flap) on the 5th toe were performed. The subject was discharged on (B)(6) 2013. A follow-up visit on (B)(6) 2013 documented that there was no infection in or around the target wound. The target wound was deemed healed during a follow-up on (B)(6) 2013.